Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was implanted on (B)(6) 2017 without any complication. In situ measurements were within normal range. A trauma has happened. On (B)(6) 2017 the patient came back to the surgical theater due to a large hematoma which occupied right side fully. During this surgery bipolar scalpel was used. After this surgery the in situ measurements showed high impedances on all channels. Yesterday it was not possible to do any in situ measurements because the system did not detect the implant. Next scheduled appointment will take place on (B)(6) 2017 with another try to do some in situ measurements.

Manufacturer narrative:
Conlusion: according to the received information, the device could not be detected by post-operative in-situ measurements. In the early post-operative period following implantation, an hematoma developed most likely due to the reported coagulation disorder. Latest in-situ measurements showed a functional device. Therefore it is assumed, that the hematoma most likely caused the reported inconvenience. The device remains implanted and in use. This is a final report.

Event description:
The patient was implanted on (B)(6) 2017 without any complication. In situ measurements were within normal range. A trauma occurred. On (B)(6) 2017 the patient came back to the surgical theater due to a large hematoma which occupied right side fully. According to the information received, the patient has an issue related with the coagulation of the blood and the trauma was not the origin of the hematoma. During this surgery bipolar scalpel was used. Thereafter, in situ measurements showed high impedances. At the next appointment it was not possible to do any in situ measurements because the system did not detect the implant. Additional information received stated that in situ measurements on (B)(6) 2017 were successful and results were within normal range.